Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Physical damage to the lcd screen was observed by the technician. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "high temperature" code was found in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.